Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple inaccurate fill estimates occurred a day after a new cartridge was loaded onto the pump. The customer reported an elevated blood glucose (bg) level of 400 (mg/dl). A pump bolus was delivered and bg levels decreased to 190 (mg/dl). The customer reloaded the cartridge onto the pump and the pump requested a minimum of 50 units of insulin. The customer then loaded a new cartridge onto the pump and the issue was resolved.